Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of a bypass procedure, there was hemostatic surgets or bleeding inside the gastro-jujenal anastomosis.